Event description:
Customer reported the he experienced air bubbles in the reservoir; he was sent some replacements and is still finding air bubbles. Customer stated he did not notice anything prior to the air bubbles but his blood glucose going high. Customer stated the insulin pump was rewound with a reservoir in place; he was told he can remove the reservoir as the insulin pump is rewinding. Customer was instructed to removed the reservoir prior to rewind. Insulin was stored at room temperature. Customer had changed the infusion set and reservoir. Blood glucose value was 227 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.